Manufacturer narrative:
Since lot number is not available, it is not possible to perform the batch document review.

Event description:
Revision surgery performed on the (B)(6) 2020 due to infection, the surgeon changed the inlay and head. Head was not a medacta product. Primary details are unknown.